Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
His case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2020 at 5:06 a.m. Received a 243 mg/dl on the guide me and a 111 mg/dl on the aviva. On (B)(6) 2020 at 6:05 a.m. Received a 246 mg/dl on the guide me and a 121 mg/dl on the aviva.